Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported on (B)(6) 2025, a 14f amulet delivery sheath (ds) was selected for use in an implant procedure. There were no issues noted during prep while flushing. During the procedure, while trying to advance the ds over the guidewire, a rupture was noticed at the distal end of the ds under fluoroscopy. The sheath was removed from the patient and replaced with another 14f amulet ds to resolve the event. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The physician alleges the cause being due to the guidewire having a small kink in it. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is stable.

Event description:
It was reported on (B)(6) 2025, a 14f amulet delivery sheath (ds) was selected for use in an implant procedure. There were no issues noted during prep while flushing. During the procedure, while trying to advance the ds over the guidewire, a rupture was noticed at the distal end of the ds under fluoroscopy. The sheath was removed from the patient and replaced with another 14f amulet ds to resolve the event. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The physician alleges the cause being due to the guidewire having a small kink in it. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is stable.

Manufacturer narrative:
It was reported that a rupture was noticed at the distal end of the ds under fluoroscopy while trying to advance the ds over the guidewire. The investigation at abbott found that the returned dilator was noted to have a split tip. No other anomalies were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the investigation findings, the dilator tip separation issue appears to be related to a potential product quality issue; therefore, an exception was initiated to further investigate this complaint. The primary root cause was related to the potential for the raw material to not homogeneously blend during the melt processing. This potential cause relating to the material characteristics of this material is the root cause of both the noted cracking and tearing.

Manufacturer narrative:
It was reported that a rupture was noticed at the distal end of the ds under fluoroscopy while trying to advance the ds over the guidewire. The investigation at abbott found that the returned dilator was noted to have a split tip. No other anomalies were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the investigation findings, the dilator tip separation issue appears to be related to a potential product quality issue; therefore, an exception was initiated to further investigate this complaint. The primary root cause was related to the potential for the raw material to not homogeneously blend during the melt processing. This potential cause relating to the material characteristics of this material is the root cause of both the noted cracking and tearing.

Event description:
It was reported on (B)(6) 2025, a 14f amulet delivery sheath (ds) was selected for use in an implant procedure. There were no issues noted during prep while flushing. During the procedure, while trying to advance the ds over the guidewire, a rupture was noticed at the distal end of the ds under fluoroscopy. The sheath was removed from the patient and replaced with another 14f amulet ds to resolve the event. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The physician alleges the cause being due to the guidewire having a small kink in it. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is stable.